Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed.. The customer¿s blood glucose level was unknown at the time of the call. The customer¿s insulin pump stops and all of the functions were out of order. The customer changed the battery, restarted the insulin pump and the alarm appeared again. The customer¿s insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was tested with no communication error alarm noted. Insulin pump was received with corroded battery tube, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, peeling keypad overlay and minor scratches on display window noted.